Event description:
Boston scientific crm received information that slack was added to this right ventricular (rv) lead during a right atrial (ra) lead revision procedure. One year later, the patient reported that this rv lead had dislodged three weeks post implant and required repositioning. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.